Event description:
Device was explanted due to mitral regurgitation as noticed by post op echo, surgeon explanted and noticed at explant, that stent post was bent down. Surgeon said may have happened during explant procedure.

Manufacturer narrative:
Device not returned.